Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely caused by user handling. The scratches were caused by hitting the tube itself, or the surface coating gradually peeled off by being rubbed strongly. This issue is addressed in the instructions for use (IFU) and can prevent the event: "before each procedure, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as described in their respective instruction manuals. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 10.3, ¿returning the endoscope for repair on page 149. If any irregularities are suspected after inspection, follow the instructions given in chapter 10, ¿troubleshooting¿."

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿leaking¿ was confirmed. The scope failed the leak test from the biopsy channel; however, no fluid invasion was noted. The ultrasound image had multiple broken elements. The control body had sharp edges and the pink coating was soft. The insertion tube was found to have cuts or scratches. There was also chemical damage and discoloration noted on the scope. The scope¿s ID showed 403 uses.

Event description:
The service center was informed that during reprocessing the scope was leaking from the bottom. There was no patient involvement.